Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 780mg/dl. The customer was experiencing unexplained high glucose for the past few days. It was stated that the events leading to her admission were nausea and vomiting. Troubleshooting was performed. Ran a fixed prime and high pressure test and the tests passed. The customer that she noticed the cannula was bent. No further info was provided.